Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Review of service history and event history found no relevant issues. Visual inspection identified a torn downstream occlusion (dso) seal. The root cause of the issue was a damaged dso seal. The dso seal was replaced to solve the issue. The upstream occlusion and dso seal were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.